Manufacturer narrative:
Unit had pillowing keypad overlay. Unit responded to button presses. No unresponsive button noted during testing. During visual inspection, found the keypad connector was properly locked. No damage to the keypad assembly noted. Unit passed displacement test and self test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that they heard a pop noise on the keypad. Customer stated that numbers was not ramping on their own. Customer stated the scroll bar was not moving with no input. Customer was declined troubleshoot. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.